Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was 3 mmol/l. Customer¿s other blood glucose was 7 mmol/l and 17 mmol/l. The customer was experienced low blood glucose. Customer stated that they had tried everything. Customer also stated that they performed high pressure test and it was passed. The customer stated that the insulin pump was not working. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.